Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process. Customer stated that insulin is squirting out of the insulin pump. Customer was able to rewind the insulin pump. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the rewind. The insulin pump alarmed during the basic occlusion test and the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.